Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie drawer was failed. A field service engineer replaced half height cubie drawer controller board and reseated row board cable to resolve the issue. The system functioned as intended after the field service troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system failed to recover a drawer that required maintenance. The customer reported that the user was unable to retrieve medication when tried to issue it to a patient. There were no adverse events or injuries reported based on this event.